Event description:
The customer alleged that he was hospitalized as a result of his breeze2 meter readings. He stated that he received a glucose reading of 46 mg/dl, which was too low. He stated that he felt dizzy and then passed out. The customer was found unconscious by his neighbor. He stated that his neighbor tested his glucose using another meter and received a reading of 29 mg/dl. When the customer regained consciousness, his neighbor gave him some sugar to try to raise his blood glucose level. After 30 minutes, the customer's glucose was still low, so his neighbor called an ambulance. The customer was still disoriented and could not recall much of the hospital visit, except that his glucose was still low. Troubleshooting showed the breeze2 system to be operating as designed, but the test strips and meter are still to be returned for eval. Replacement products were sent to the customer.